Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device breakage ("fracturing of the implant") and perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, device breakage, perforation and weight increased outcome was unknown. The reporter considered device breakage, device dislocation, perforation and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device breakage ("fracturing of the implant") and perforation ("perforation of organs") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multiparous. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, perforation and weight increased outcome was unknown. The reporter considered device breakage, device dislocation, perforation and weight increased to be related to essure. Diagnostic results: (B)(6) 2016: surgical procedures: hysteroscopic sterilization by essure trans cervical sterilization. Finding: normal appearance of the external genitalia, appearance of the vagina, and appearance of the cervix was normal. (B)(6) 2017, diagnosis: a. Right tube and essure, excision: segment of fallopian tube, completely transected. Essure device, gross diagnosis. B. Left fallopian tube, excision: segment of fallopian tube, completely transected. C. Essure removal: fragmented essure device, gross diagnosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization was added. Essure start date updated from (B)(6) 2016 to (B)(6) 2016, removal date updated from (B)(6) 2017 to (B)(6) 2017. Event device monitoring procedure not performed was newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device breakage ("fracturing of the implant"), fallopian tube perforation ("perforation (fallopian tube(s)),") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multiparous. Concurrent conditions included overweight. Concomitant products included cefalexin (cephalexin), cefdinir, ferrous sulfate (ferrous sulphate), ibuprofen, levothyroxine, naproxen, sandocal (calcium carbonate w/cholecalciferol/sodium) and valaciclovir. On (B)(6)2016, the patient had essure inserted. In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), dry skin ("rashes or skin conditions type: dry skin"), burning sensation ("rashes or skin conditions type: burning"), pruritus ("rashes or skin conditions type: itchy sensation"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), hypoaesthesia ("neurological conditions or problems type: numb leg and feet"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), the first episode of weight increased ("weight gain"), alopecia ("hair loss"), arthralgia ("joint pain") and pain ("body pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), the second episode of weight increased ("weight gain"), abdominal pain ("sharp abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant, bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, the last episode of weight increased, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, dry skin, burning sensation, pruritus, migraine, headache, tooth disorder, hypoaesthesia, dysmenorrhoea, alopecia, arthralgia, pain and abdominal pain outcome was unknown and the genital haemorrhage was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, burning sensation, device breakage, device dislocation, dry skin, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypoaesthesia, menorrhagia, migraine, pain, pruritus, tooth disorder, urinary tract infection, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Ultrasound pelvis - on (B)(6)2017: total bilateral occlusion ultrasound scan vagina - on (B)(6)2017: total bilateral occlusion (B)(6)2016: surgical procedures: hysteroscopic sterilization by essure trans cervical sterilization. Finding: normal appearance of the external genitalia, appearance of the vagina, and appearance of the cervix was normal. (B)(6)2017, diagnosis: a. Right tube and essure, excision: -segment of fallopian tube, completely transected -essure device, gross diagnosis b. Left fallopian tube, excision: -segment of fallopian tube, completely transected c. Essure removal: -fragmented essure device, gross diagnosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received event " hot flashes, abnormal bleeding (vaginal, menorrhagia), uti, apareunia (inability to have sexual intercourse), anxiety, dry skin, burning, itchy sensation, migraines / headaches, dental problems,numb leg and feet, dysmenorrhea (cramping), perforation (fallopian tube(s)), fatigue, weight gain, hair loss, abdominal pain, back pain, joint pain, genital hemorrhage" were added. Concomitant drug added. Lab data and patient demographics added. Outcome of event " genital hemorrhage was updated as recovering." Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.